Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.

Event description:
Pt wrote to report wearing "b&l acuvue" for 3 years. The pt confirmed product as 1-day acuvue moist in 2009, after several attempts to contact. The pt reported that six months prior, he/she attempted to remove a lens from the right eye. The lens reportedly was "fused" to the cornea and he/she suffered severe pain on removal of the lens. The pt stated that the lens did not feel stuck to the cornea. The pt went to an emergency dept for treatment, where the diagnosis of a "large corneal abrasion" was made. The pt further stated that within 24 hours, the eye "became infected." The pt stated that weeks of treatment were required before he/she was able to return to work. The pt reports a change in visual acuity and remained under treatment. We have requested medical records, but have yet to receive them. The pt is a physician, and did not wish for the eye care provider to be contacted. Will provide an update if additional info is received. No product or lot info was provided. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.